Manufacturer narrative:
(B)(4).

Event description:
During an arthroscopic right knee acl reconstruction procedure, the thread wore out an the anchor would not catch. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative -one 72202781 biosure ha 9x25mm screw received. This implant was received in used condition. Dimensional inspection verifies that this is a 9x25mm product. The complaint stated during an acl procedure the implant began to slip; ¿when twisting, the anchor came into being slip¿. There are no signs of stripping on the screw head that would cause the driver to slip. There are vertical score marks on the outer diameter thread edges. The appearance is consistent with contact with an external instrument, guide wire or off axis rolling during insertion. Site prep per the IFU recommendation is critical for ease of insertion and successful anchoring. No root cause related to the manufacturing of this device can be confirmed. No credit was issued.